Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs and missing.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. During the procedure, the white cannula cap at the tip fell off inside the patient. The white cap was retrieved from the field without further tissue dissection. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.